Manufacturer narrative:
The reported events of failure to capture and an impedance issue were not confirmed. A complete lead was returned for analysis. Electrical testing, visual examination and x -ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture and impedance anomaly. The atrial lead was not used and replaced. The patient was in stable condition.